Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary users experienced login issues and encountered an error during login that prevented access, with all affected users receiving the same unable to authenticate error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user experienced login issue. A technical support specialist (tss) reviewed login activity in server through structured query language (sql) server management studio (ssms) for the reported users, which showed successful recent logins for two users, while one user had a failed login attempt due to invalid credentials despite the account being active on the server. Further the tss restarted the bd active directory synchronization and bd data synchronization services to rule out any authentication delays, and no system issues were identified. The customer was advised to coordinate with hospital information technology (it) for a password reset; however, they later confirmed that users were able to log in without issues. The system functioned as intended after the technical support specialist investigated the issue.